Manufacturer narrative:
The bleed occurred at the ablation site and therefore is likely procedure-/treatment related. Additional details of the event are unknown due to the event occurring at an outside hospital. No device malfunction was reported and the device was not returned.

Event description:
C2 therapeutics become aware of a gastrointestinal bleed event on (B)(4) 2017 on a commercial patient. The patient was treated with cryoballoon on (B)(6) 2017. On (B)(6) 2017 c2 therapeutics was notified by the physician that the patient developed a gi bleed. The patient was scoped at another hospital. On (B)(6) 2017 the physician had confirmed that it was the ablation site where the bleed occurred.

Manufacturer narrative:
This is a supplemental/follow-up report for MDR 3008780134-2017-00018. The device was not available, therefore, no device investigation was performed. Pain is an anticipated event after endoscopic ablation therapy. The physician could not conclude that the pain was due to the device. Per request from FDA on 26mar2020, supplemental report was submitted with incorrect report number. This report is being submitted to correct the report number from 3008780134-2018-00009 to 3008780134-2017-00018. Note: the following code/s on previous follow-up no longer available. 71-no failure detected, device operated within specification.

Event description:
C2 therapeutics became aware of an adverse event on 16 march 2018. Initial report in MDR 3008780134-2017-00018. On (B)(6) 2018 the patient was treated with the cryoballoon focal ablation system. Physician completed the treatment with 6 ablations. No device issues were reported. The patient reported extreme pain with pain score of 8 after the procedure. Physician believes patient has pain hypersensitivity and that he cannot conclude the pain is due to the device. Patient was given multiple pain medications to include fentanyl, carafate and viscous lidocaine. Patient was reported as okay and was released.